Event description:
Customer reported being unable to properly set up and use their precision xtra blood glucose meter. As a result, the customer modified their insulin dosage, and began to feel nervous and their body began to shake. Customer was subsequently admitted to an emergency room where their blood glucose was registered at 550 mg/dl, and they were diagnosed with diabetic ketoacidosis. Insulin was taken. It is unknown whether insulin was administered by the customer or by emergency room staff.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.